Event description:
It was reported that the tip is broken off. 18-nov-2021 update: further information were provided that the reported event occurred some time ago during a surgery. The customer does not remember when and how the tip of the reported device broke off. The surgeon reported that there was no harm for patient, operator or third party. No further information are available.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-11900sr, batch 44175 was received for investigation. Visual inspection identified that the lower jaw was missing from the returned ar-11900sr, although the remaining upper jaw component was still able to be actuated as intended. Additionally, the shaft was observed to be bent. The cause remains undetermined, although a probable cause can be attributed to user applied mechanical forces during use, such as through prying/leveraging the device.

Event description:
It was reported that the tip is broken off. 18-nov-2021 update: further information were provided that the reported event occurred some time ago during a surgery. The customer does not remember when and how the tip of the reported device broke off. The surgeon reported that there was no harm for patient, operator or third party. No further information are available.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.